Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical records do not contain peritoneal dialysis progress notes, peritoneal dialysis treatment records, hospital progress notes, a medication list or a recent history and physical for review. The patient was diagnosed with peritonitis on (B)(6) 2016 and hospitalized for a hypoglycemic event on (B)(6) 2016. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s hospitalization for hypoglycemia. The patient has a history of diabetes mellitus and is on insulin. The cause of the patient¿s hypoglycemia is not mentioned in the medical record. In addition, there was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s hypocalcemia and hypomagnesemia. The patient was diagnosed with enterobacter cloacae complex peritonitis. Medical records reveal the patient¿s peritonitis was pre-existing when the patient presented to the hospital. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. There was no documentation in the medical record that indicates the cause of the patient¿s peritonitis. The etiology of gram-negative peritonitis is often unclear. Based on the nurse¿s statement that the patient¿s peritonitis was touch contamination and the unclear etiology, no conclusion can be made regarding any causal relationship between the patient¿s peritonitis and the patient¿s peritoneal dialysis products.

Event description:
The patient is a (B)(6) female who had a peritoneal dialysis fluid culture on (B)(6) 2016 that grew enterobacter cloacae complex. The patient experienced some abdominal pain and cloudy peritoneal fluid. The patient was prescribed intravenous ceftazidime and vancomycin during dialysis. On (B)(6) 2016, the patient presented to the hospital and was placed in observation following a motor vehicle accident due to hypoglycemia. The patient's glucose was low at 44 in the emergency department. The patient was administered intravenous dextrose and fluids. The patient's levemir insulin was decreased. In the hospital, the patient was continued on the intravenous antibiotics during dialysis for the pre-existing peritonitis. The patient was also found to have hypocalcemia. The patient was administered calcium gluconate and prescribed calcitriol. The patient was also found to have hypomagnesemia and was administered intravenous magnesium. The patient improved and was discharged the following day.

Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis patient reported that she had peritonitis. A follow up call was made to the patient's nurse who reported that the patient's effluent was cultured on (B)(6) 2016 and was admitted to the hospital on (B)(6) 2016 for initial treatment of her peritonitis. This was attributed to a break in sterile technique. The patient was initially treated with ceftazidime and vancomycin. When the patient's cultures came back the patient's vancomycin was discontinued.